Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that stimulation was unexpectedly off. On the call, when the caller went to increase stimulation, they received a turn stimulation on icon. Caller stated that they do not recall ever turning stimulation off. On the call, the caller successfully turned stimulation back on to 1.6 v on program 4 and is comfortable. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.